Event description:
Revision surgery revealed the elbow prosthesis "disarticulated".

Manufacturer narrative:
Requests to obtain the device or device info from user facility have been unsuccessful. A review of the device history record cannot be performed because the device catalog number and lot code are unk. If the device is returned to co, this product experience report will be reopened and a complete eval will be performed.